Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for non-malignant pain. Information was reported that the caller stated the patient's device hasn't worked in over a year. The caller did not have any further information as they had not spoken to the patient directly. It was reviewed as long as the system is implanted we would not recommend a knee MRI. No further complications were reported. No additional patient symptoms were reported.